Event description:
Customer reported device and its base caught on fire. Customer stated there no harm or illness to anyone. No treatment received. Customer indicated being unsure of what and when device and base were last cleaned. A rquest was made for return product and replacement product was sent.